Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the patient experienced soreness and pulling where the catheter is. The patient had "been feeling this soreness and pulling where the catheter runs around my side and I thought it was because they maneuvered it around and hooked it up to the new pump". The physician was concerned that there is "some resistance with the medication going through or if it was being blocked somehow".

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported during a pump replacement for normal battery depletion they were unable to aspirate the existing catheter and were only able to get a drop or two out so the healthcare provider (hcp) was unable to confirm catheter patency. It was noted they then had to prime the new pump on the back table of 0.3 milliliters (mls) and were ready to program the modified bridge bolus because the old drug in the existing catheter was dilaudid 10mg/ml and the new drug in the new pump was still dilaudid but was 2mg/ml in flex mode @ 3.3291mg/day. It was further reported during the pump switch out the hcp could not get a full 2 mls of cerebrospinal fluid (csf) from the catheter. It was noted he did get a few drops, but not enough to prime on the table. It was also reported the patient was happy with therapy prior to the pump change. It was further reported she was still receiving adequate pain relief after the replacement and no diagnostics were done on the catheter.